Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that over the weekend, and specifically yesterday, they lost control of their symptoms. Patient said it didn't seem like the ins was working. Patient said usually they can tell the ins is on and stimulating because they can feel stim at the bottom of their feet, especially because they walk barefoot around their house. Patient said it's like a vibration at the bottom of their feet and it's not painful. Patient said they haven't been able to feel stim in many other parts of their body. Patient said they told their hcp and the hcp told them they could feel stim anywhere. Patient said they changed to a new program today and said the ins turned off. Patient said they had to turn ins back on and increased stim to 2.0ma because that's what they were told their setting was on program 2. Patient said as soon as they changed the program and increased stim to this setting, the ins ran perfect. Patient said it's almost like it was a reset. Patient said from 5am today until time of call, they only used one pad which is not bad. The reason for call was patient wanted to confirm therapy guidance given by their hcp because patient was concerned they were not connecting to ins or making adjustments correctly. Reviewed general therapy guidelines, confirmed patient is connecting to ins correctly (patient mentioned when they are connecting to the ins, it usually picks up pretty quick), reviewed what happens when changing programs, reviewed programs and increasing stim, confirmed hcp's direction to patient. Patient said they are talking to the hcp on the phone today.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.